Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11d. Retainer ring = black. The pump was returned for cosmetic damage located at the back of the pump found on july 11, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked corner of belt clip rails and serial number label damage. Cosmetic damage was confirmed at the back of the pump.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.